Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the insulation was found rubbed through on the distal part of the lead. In this region, the cable to the ring electrode was found fractured. These damages can be considered the root cause of the reported noise. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In addition, deformations of the shock coils were observed which most likely occurred during the extraction procedure. The deformations of the inner conductor coil near the lead tip most likely resulted from overrotation during the retraction of the fixation helix. Furthermore, approximately 29 cm distal to the df4 connector pin, in the region of the suture sleeve a squeezed lead body was observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 61 months, oversensing with inappropriate therapies on the ventricular channel was reported.